Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during lap cholecystectomy, the device could not close the clip tightly. Another device was used to complete the surgery. The pt was fine.